Event description:
It was reported that the ventilator generated alarms indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. According to received service report, the check of the device was done and no malfunction was found. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No further failures were reported. Evaluation of received device logs confirmed that alarms o2 concentration high were generated, while device was connected to neonate patient. Review of the device's logs shown that before alarm for too high o2 concentration, alarms for too low air supply pressure were generated, which confirm that there was an issue with gas delivery error. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 volume % or concentration exceeds 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Cases when the ventilation have been insufficient as o2 concentration high alarm was generated due to gas delivery error, represent a reportable event. Higher o2 concentration delivered than expected leading to increase of spo2, can be dangerous for neonate patients due to the risk of oxygen toxicity. Excessive oxygen can lead to oxidative stress and cell injury. Unfortunately as the cause of the too low air supply pressure is unknown, the root cause could not be determined.